Event description:
A customer contacted beckman coulter inc (bci) stating they were getting numerous obstruction detection errors in the unicel dxc 600 pro synchron clinical system and when they looked at the samples that were off loaded they were wet. The leak appeared to be coming from the cap piercer and the fluid appeared to be wash solution. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the 3-way solenoid valve. No additional information is available for this event.